Event description:
It was reported that the patient presented in clinic for a scheduled magnetic resonance imaging (MRI). The implantable cardioverter defibrillator (ICD) system was not MRI conditional, and proper MRI procedure was not followed. Device interrogation revealed that the device went into backup mode with no hv therapies enabled. Programming changes were performed to resolve the issue. The patient condition was stable.